Manufacturer narrative:
Field service engineer loaded a new lot of strips in the customer instrument. Customer technical support (cts) also sent the customer a replacement lot of strips. Under corrective and preventive action program this issue is being investigated and actions are being implemented. Upon analyzing the key processes, enhancement actions pertaining to manufacturing/supply chain process parameters and qc test methods are being initiated and implemented. (B)(4).

Event description:
The customer reported seeing a loose urine chemistry strip pads in the strip container. The customer was using velocity urine chemistry strips, p/n: 800-7204 lot#: 7204089b, expiration: 6/01/2016. The strips had not been loaded onto the instrument. There were no erroneous patient results generated or reported out of the lab.

Manufacturer narrative:
After further investigation this event is considered not reportable. The loose pads were not on the instrument but were still in the original container posing no risk to patient/user safety. No erroneous results were generated. The narrative was updated to update the filing decision from reportable to not reportable.